Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) and left ventricular (lv) lead exhibited high out-of-range pacing impedance of greater than 2,500 ohms and no capture at maximum output. A lead fracture was suspected, but not confirmed. The lv lead was reprogrammed to the lowest possible output due to the suspected fracture. This product remains in service. No adverse patient effects were reported.